Event description:
Event details: this is a complaint about leakage of anticancer drug from protector. Urokinase prepared using p15. Assembly fixture used. Leakage of drug solution when collecting.

Manufacturer narrative:
E1 initial reporter facility name: (B)(6). Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one protector assembled onto a vial was provided to our quality team for investigation. Upon inspection, no damage or other defect was identified that could have contributed to the leak reported. Functional testing was performed and no leakage was observed. A device history review was performed for reported lot 2408102, no deviations or non-conformances were identified during the manufacturing process that could have contributed to reported concern. The product undergoes thorough visual and functional inspections throughout the manufacturing process to ensure both quality and performance. This includes leakage testing and verification that all critical dimensions meet specification requirements. Following a comprehensive review, no issues were identified during manufacturing that could be linked to the reported incident. Based on our investigation and sample evaluation, we are not able to identify a root cause related to our product or manufacturing process at this time. It is important to use the m12 assembly fixture in a slow and consistent motion. Complaints received for this device and reported condition will continue to be monitored by our quality team.

Event description:
No additional information.